Event description:
It was reported that the burr was fractured. The target lesion was located in the severely calcified coronary artery. A 1.25mm rotablator rotalink burr was selected for use. Upon unpacking, it was noted that the burr was fractured. The procedure was completed with another of same device. There were no patient complications reported, and the patient was stable post procedure.

Event description:
It was reported that the burr was fractured. The target lesion was located in the severely calcified coronary artery. A 1.25mm rotablator rotalink burr was selected for use. Upon unpacking, it was noted that the burr was fractured. The procedure was completed with another of same device. There were no patient complications reported, and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The handshake connection, sheath, coil, burr and annulus were visually examined. Inspection of the device found that the coil was kinked and stretched at the handshake connection, but no device fractures were identified. Product analysis did not confirm the reported event, as there were no fracture damages identified to the device.